Manufacturer narrative:
Physio-control further evaluated the returned therapy cable and determined the cause for the reported issue was due to an electrical open inside of the cable. This caused the reported defibrillation failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to the therapy cable. Physio replaced the therapy cable and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to deliver defibrillation energy manually, the device will not shock. There was no patient use associated with the reported issue.